Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a slow increase in pacing impedance measurements over the past year. Measurements increased from 1296 ohms to 1826 ohms. An automatic safety switch from bipolar to unipolar subsequently occurred due to a measurement greater than 2000 ohms. Sensing measurements were stable and normal device operation was confirmed on the stored electrograms. The system remains implanted and no adverse patient effects were reported. It was reported that another alert was generated for an out-of-range rv pacing impedance of 2045 ohms which results in the automatic lead safety switch from bipolar to unipolar. Additionally, noise and oversensing was observed prior to the safety switch. All other lead measurements are stable. No other adverse patient effects were reported. It was reported that an alert was generated for rv intrinsic amplitude out of range. The rv sensitivity is currently programmed agc 1.0mv. Pacing impedance measurements have continued to increase and the most recent impedance was 2348 ohms. Additionally, a stored episode of noise and oversensing was noted. The observations were documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a slow increase in pacing impedance measurements over the past year. Measurements increased from 1296 ohms to 1826 ohms. An automatic safety switch from bipolar to unipolar subsequently occurred due to a measurement greater than 2000 ohms. Sensing measurements were stable and normal device operation was confirmed on the stored electrograms. The system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a slow increase in pacing impedance measurements over the past year. Measurements increased from 1296 ohms to 1826 ohms. An automatic safety switch from bipolar to unipolar subsequently occurred due to a measurement greater than 2000 ohms. Sensing measurements were stable and normal device operation was confirmed on the stored electrograms. The system remains implanted and no adverse patient effects were reported. It was reported that another alert was generated for an out-of-range rv pacing impedance of 2045 ohms which results in the automatic lead safety switch from bipolar to unipolar. Additionally, noise and oversensing was observed prior to the safety switch. All other lead measurements are stable. No other adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a slow increase in pacing impedance measurements over the past year. Measurements increased from 1296 ohms to 1826 ohms. An automatic safety switch from bipolar to unipolar subsequently occurred due to a measurement greater than 2000 ohms. Sensing measurements were stable and normal device operation was confirmed on the stored electrograms. The system remains implanted and no adverse patient effects were reported. It was reported that another alert was generated for an out-of-range rv pacing impedance of 2045 ohms which results in the automatic lead safety switch from bipolar to unipolar. Additionally, noise and oversensing was observed prior to the safety switch. All other lead measurements are stable. No other adverse patient effects were reported. It was reported that an alert was generated for rv intrinsic amplitude out of range. The rv sensitivity is currently programmed agc 1.0mv. Pacing impedance measurements have continued to increase and the most recent impedance was 2348 ohms. Additionally, a stored episode of noise and oversensing was noted. The observations were documented and the system remains in service. No adverse patient effects were reported. It was reported that another an out of range rv pacing impedance alert was re-triggered following a recent programmer session. Impedance measurements were between 1911 ohms and 2468 ohms over the last year. Additionally, stored events of non-sustained ventricular tachycardia (nsvt) were identified due to oversensing of noise on the rv channel. A stored atrial tachycardia response (atr) episode showed one beat of possible rv loss of capture. Other lead measurements were stable. The information was documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This follow up report is being submitted with additional event details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.